Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and determined that it was not required to support the complaint.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor was explanted due to skin erosion and pocket perforation. The patient is a participant in the insight xt clinical study. No patient complications have been reported as a result of this event.